Event description:
It was reported that a blood-like substance leaked out of the handpiece during the cleaning process. This event occurred after the completion of a surgical procedure. There were no adverse consequences reported with the event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was not confirmed. Based on the investigation details, the handpiece had no signs of a blood-like substance or any other liquid inside. The handpiece passed all testing. Service did a clean, lube, and adjust to the device.